Manufacturer narrative:
The device was returned to our us facility on march 11, 2026. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference interal complaint ID (B)(4).

Event description:
It was reported that the surgeon was using our 27040gp1-s bipolar loop for a turp procedure and 30 minutes into the case the loop came apart and basically split in half. The loop was brand new right out of the sterile packaging. No negative impact in state of health reported. Concomitant device filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference interal complaint ID (B)(4).